Manufacturer narrative:
(B)(4). Batch # m9355z. Additional information was requested and the following was obtained: according to our records the reported lot number, mt93557, is not a valid lot number. Please, report the lot or batch number of this device, if available. The correct lot number is m93557. The device was returned in good visual condition. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and a crack was located at an area inside the tube proximal to the tissue pad. The blade broke off during the analysis. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to how this issue occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a colectomy the device stopped to work after 50 minutes. No error message on the generator. Another device was used to complete the case. No patient consequence.